Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump has physical damage to the lcd screen. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.